Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient required revision knee surgery due to left knee infection. Liner removed, was intact prior to removal. Knee washed out and liner replaced. Many tissue and fluid samples sent to pathology. New prosthesis implanted was 5531-g-709 lot lhj949 femoral component and tibial baseplate remained in situ.